Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No motor error alarms noted. The motor passed the motor test. Unable to verify certain error alarms in the alarm history due to the history file over written with alarms that were due to a corrupt history file. The pump was received with minor scratches on the lcd window, a scratched reservoir tube window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a motor error alarm during a prime. Customer stated they did not expose the insulin pump to a high magnetic field. The customer also reported a motor error alarm occurred during a fill cannula while troubleshooting. It was found a motor error alarm occurred three times in the past 30 days. The customer 's blood glucose was 300 mg/dl. Customer will be returning the insulin pump for analysis.